Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced tissue erosion on the left eye (os) at 7 day post op exam. A brief description from the surgery center indicated the patient came in complaining of blurry vision on left eye for 4 days. The patient claims there was no rubbing of the eye, trauma or pain. The patient¿s chief complaint was that the blurry vision was present 4 days after initial laser treatment. The surgery center indicated the patient had experienced loss of best corrected visual acuity (bcva). It was also indicated that event is significantly interfering with daily activities. Pre-op; bcva from (B)(6) 2016: right eye pre-op 20/20 2.00 x -3.75 x 162, left eye pre-op 20/20 -1.00 x -1.25 x 165. Post-op; bcva distance from (B)(6) 2016: right eye post-op 20/40, left eye post-op 20/200 . Post-op; bcva from (B)(6) 2017: right eye post-op 20/ 1.50 x .00 x 90, left eye post-op 20/25 .00 x -.25 x 13.